Event description:
Device malfunction: needle mislocation. Time of malfunction: during pre-close suture placement. Symptoms/ae: dissection, pseudoaneurysm, surgery. It was reported that a physician trained in the use of the prostar device attempted to place sutures using a pre-close arteriotomy closure technique in the left femoral artery prior to an endovascular abdominal aortic aneurysm repair (evar). During device placement, the physician reported that there was slight difficulty with the tip of the device encountering the (pre-existing) abdominal aortic aneurysm, but the device inserted easily and good blood return was observed. During needle deployment, only three of the four needles presented in the hub as expected. The fourth needle reportedly exited the arteriotomy site through the skin approx 2 inches proximal to the hub, just above the inguinal ligament. The device was removed and the sutures were secured in position. The evar procedure was performed without incident, however, angiography taken when the contralateral limb was to be measured and deployed showed a dissection/pseudoaneurysm of the external iliac artery which required coverage with an extra limb graft piece. After the procedure, the "left side" prostar suture was tightened. The physician reported that there was no bleeding at the time, but (since only one of the two prostar sutures was able to be used) he felt it best to dissect the artery to observe the site which "looked fine; the puncture was perfect". The physician reports that he is "still not quite sure what happened" regarding the findings of the pseudoaneurysm/dissection. The pt did not experience any complications. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.